Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 the patient was hospitalized for treatment of stoma site secretion. During an endoscopy, a buried bumper was found and the peg tube was removed. The patient was discharged from the hospital on (B)(6) 2020.